Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. The patient developed a wound infection approximately two weeks post operatively. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The surgeon opines that the suture was not directly responsible for the infection. The level of creatine phosphokinase was increased. This was the only observed change. There was no evidence of wound dehiscence or necrosis.